Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos assembly was evaluated and replaced. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up when attempting to send to pacs. No pt serious injury or death was reported related to this event.